Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The company service representative examined the system and was able to confirm and replicate the reported event. The system was then tested and met all product specifications. The planned flap thickness was listed at one hundred and twenty microns, which was reported as ¿irregular¿ by the customer. The clinical application specialist (cas) provided additional related information about the event. The surgeon had a hard time entering the eye at first (because of the tag), but was able get under the flap with a ¿siebel lifter.¿ once the surgeon was able to flip the flap back, the laser treatment was complete without further issues. The surgeon mentioned the tag (after the case) to the clinical application specialist. The clinical application specialist checked the patient interface (pi) glass and it was observed to have a very faint ¿second cut line¿ (just inside the side cut). Pictures and videos of the procedure were provided and the clinical application specialist provided a description for each of them. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a side cut tag superior nasal down by the hinge when scoring and trying to enter the flap following flap creation. Artifact found etched on the patient interface glass. Additional information has been received. It was reported the flap was sticky.